Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during reprocessing of a diagnostic cystoscopy. The camera cable by the main body and focus ring was loose, but not completely detached. The procedure was completed using the same device. There were no reports of patient harm.

Event description:
It was reported during reprocessing of a diagnostic cystoscopy, the camera cable by the main body and focus ring was loose, but not completely detached. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: failed leak test. Based on the results of the investigation, a probable root cause for the customer reported issue could not be established. Based on the results of the investigation, it is likely the failed leak test was due to a puncture on the cable. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.